Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to deformation of cable unit, there was noise in the image. A definitive root cause could not be established. Based on the results of the investigation, it is likely that the following led to the malfunction: due to deformation of cable unit, there was noise in the image which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited loss of image due to cable break. The issue occurred during set up and inspection for use before patient in room. There was no patient involvement.